Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank display) issue. The distributor alleged that the display was blank. It was also noted that the pump audible tones were functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on with audio tones and a persistent vibration alert; the display remained blank. The pump cover was removed and a component on the printed circuit board, related to display functionality, was found to be broken off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.